Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was not able to duplicate the reported issue. No cause of the reported issue was able to be determined due to the pump functioning normally during testing.

Manufacturer narrative:
E1: facility number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion testing at 5.63 psi. There was no patient involvement.